Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 1/16/2025. H3: one device was returned for repair with complaint of "cassette not attached" error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found occurrence of cassette not attached alarm. Complaint was confirmed with visual inspection and functional testing. The cause is a contaminated downstream occlusion (dso) sensor. Replaced the downstream sensor assembly to correct the issue. Device passed all functional and delivery tests performed repair activities were completed.